Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the lifevest broke a couple of stiches from their pre-existing incision. There was no alleged device malfunction contributing to the irritation. It was reported that the patient went to the ER and had their stiches redone. Follow up indicated that the skin irritation improved.